Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain.') In an adult female patient who had essure (batch no. 628307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhagic cyst, urinary frequency, lumbago, abnormal weight gain, nocturia, urge incontinence and sleep disturbance. Previously administered products included for to prevent pregnancy: oral contraceptive nos from (B)(6) 2009 to (B)(6) 2009. Concurrent conditions included dysuria, bladder pain, dehydration, nausea and abdominal pain. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2009 to (B)(6) 2009, ibuprofen since (B)(6) 2009 and naproxen sodium (anaprox)21-(B)(6) 2009 to (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding ( menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), depression ("depression/ psych injury") and anxiety ("mental anguish/ psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), cystitis ("bladder infection") and post procedural complication ("post procedural complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and cystitis had resolved and the dysmenorrhoea, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2009: total bilateral occlusion bilateral essure devices in place. Pathology test - on (B)(6) 2011: uterus hysterectomy. Chronic cystic cervicitis with squamous metaplasia~ negative for dysplasia. Secretory phase endometrium without diagnostic abnormality. Myometr1um without diagnostic abnormality.. Ultrasound pelvis - on an unknown date: 3 mm cyst near the endometrium likely of no significance. Probable old hemorrhagic cysts orthe left ovary as described above. There appears to be some congestion of the vasculature surrounding the uterus. Concerning injuries reported in this case the following ones were confirmed in patient medical records: dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Outcome of event: abdominal pain updated to recovered a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain.') In an adult female patient who had essure (batch no. 628307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhagic cyst, urinary frequency, lumbago, abnormal weight gain, nocturia, urge incontinence and sleep disturbance. Previously administered products included for to prevent pregnancy: oral contraceptive nos from (B)(6) 2009 to (B)(6) 2009. Concurrent conditions included dysuria, bladder pain, dehydration, nausea and abdominal pain. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2009 to (B)(6) 2009, ibuprofen since (B)(6) 2009 and naproxen sodium (anaprox) (B)(6) 2009 to (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), depression ("depression/ psych injury") and anxiety ("mental anguish/ psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), cystitis ("bladder infection") and post procedural complication ("post procedural complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed)). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and cystitis had resolved and the dysmenorrhoea, depression, anxiety, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2009: total bilateral occlusion bilateral essure devices in place. Pathology test - on (B)(6) 2011: uterus hysterectomy. Chronic cystic cervicitis with squamous metaplasia~ negative for dysplasia. Secretory phase endometrium without diagnostic abnormality. Myometr1um without diagnostic abnormality. Ultrasound pelvis - on an unknown date: 3 mm cyst near the endometrium likely of no significance. Probable old hemorrhagic cysts or the left ovary as described above. There appears to be some congestion of the vasculature surrounding the uterus. Concerning injuries reported in this case the following ones were confirmed in patient medical records: dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: event added- cystitis, post procedural complication. Events outcome updated. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain.') In an adult female patient who had essure (batch no. 628307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhagic cyst, urinary frequency, lumbago, abnormal weight gain, nocturia, urge incontinence and sleep disturbance. Previously administered products included for to prevent pregnancy: oral contraceptive nos from (B)(6) 2009 to (B)(6) 2009. Concurrent conditions included dysuria, bladder pain, dehydration, nausea and abdominal pain. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2009 to (B)(6) 2009, ibuprofen since (B)(6) 2009 and naproxen sodium (anaprox) (B)(6) 2009 to (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding ( menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), depression ("depression/ psych injury") and anxiety ("mental anguish/ psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed)). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded; on (B)(6) 2009: total bilateral occlusion bilateral essure devices in place. Pathology test - on (B)(6) 2011: uterus hysterectomy. Chronic cystic cervicitis with squamous metaplasia~ negative for dysplasia. Secretory phase endometrium without diagnostic abnormality. Myometrium without diagnostic abnormality. Ultrasound pelvis - on an unknown date: 3 mm cyst near the endometrium likely of no significance. Probable old hemorrhagic cysts or the left ovary as described above. There appears to be some congestion of the vasculature surrounding the uterus. Concerning injuries reported in this case the following ones were confirmed in patient medical records: dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: mr received. This case become serious incident. Lab data and medical history were added. Fu 6 and 7 processed together. On 31-jan-2020: pfs received. No new information added. Fu 6 and 7 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.